Event description:
A nurse reported an unknown "issue with the cartridge." Additional information was received from another nurse who reported an anterior vitrectomy was required. The nurse indicated the use of an unapproved viscoelastic and an unapproved cartridge/lens combination.

Manufacturer narrative:
Evaluation summary: the complaint cartridge was not returned. The associated lens was returned with solution and bent haptic damage. The product history records could not be reviewed for the cartridge lot because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Results from the product history record review indicated the iol met release criteria. The reporter indicated the use of an unapproved viscoelastic, cartridge/lens combination. The product investigation could not identify a root cause. The complaint cartridge was not returned for evaluation. The associated lens was damaged. While we are unable to determine the origin of the observed damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of the surgical solution, the damage is most likely related to customer handling. A failure to follow the dfu was also indicated by the use of an unapproved viscoelastic and an unapproved cartridge/lens combination. Attempts have been made to obtain additional information. (B)(4).